Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was recovered during microcatheter investigation and noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer sheath distal tip was intact. Functional inspection to test the reported event ¿stent deployed prematurely during use¿ was not performed as it was confirmed during visual inspection. Functional inspection to test ¿stent difficult/unable to advance or pullback through catheter¿ could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent deployed prematurely during use' was confirmed during device analysis. The remaining ar event 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the stent was guided into the microcatheter, and the stent introducing sheath was connected to the microcatheter. The stent delivery wire was slowly advanced, and the stent successfully entered the microcatheter. After continuing to advance for a distance, resistance suddenly increased to the point where it could no longer be pushed forward. The stent was then withdrawn, and the stent delivery wire was smoothly withdrawn from the microcatheter. However, the physician observed that the tip of the delivery wire had no stent attached, indicating that the stent had might already been deployed within the microcatheter. The microcatheter was re-examined with a guidewire to determine if any stent remained inside, and it was found that the microguidewire could not be advanced through the distal end of the microcatheter. A foreign object was detected approximately 5-15 cm from the distal end of the microcatheter, which the physician judged to be the deployed stent'. The stent was returned for analysis in a deployed condition inside the proximal lumen of a returned microcatheter. It was necessary to cut open the proximal shaft of the microcatheter to recover the stent. Once recovered the stent was noted to be deformed, especially towards the proximal (closed cell) end. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent at the proximal and distal ends of the wire. Given the damage noted to the sdw, the damage noted to the stent and its location inside the microcatheter lumen) and the lack of damage noted to the distal tip of the introducer sheath, one possibility is that the introducer sheath was initially set up correctly but subsequently moved slightly proximally prior to stent advancement out of the sheath. Although we are informed in the follow-up replies that the sheath was correctly located and there was no gap present, if the rotating hemostatic valve (rhv) vent cap is not sufficiently tightened it is possible for the sheath to experience minor inadvertent proximal movement. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent through the microcatheter. This is one possible explanation for the findings and the available information relating to this complaint. The as reported events: 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed events: 'stent deployed prematurely during use', 'sdw kinked/bent' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use.

Event description:
It was reported that during right vertebral artery (va) stenosis and acute cerebral infarction procedure, the operator used a guidewire to assist a microcatheter in crossing the vertebral artery stenosis to reach the basilar artery (ba), where a balloon was used for dilation. Subsequently, preparation was made to implant the subject stent. The subject stent was guided into the microcatheter, and the stent introducer sheath was connected to the microcatheter. The stent delivery wire was slowly advanced, and the subject stent successfully entered the microcatheter. The operator continued to advance, however, the resistance increased to the point where it could no longer be pushed forward. The subject stent was then withdrawn, and the stent delivery wire was smoothly withdrawn from the microcatheter. However, the physician observed that the tip of the delivery wire had no subject stent attached, indicating that the stent had might already been deployed within the microcatheter. The microcatheter was re-examined with a guidewire to determine if any stent remained inside, and it was found that the guidewire could not be advanced through the distal end of the microcatheter. The operator identified it as the subject stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right vertebral artery (va) stenosis and acute cerebral infarction procedure, the operator used a guidewire to assist a microcatheter in crossing the vertebral artery stenosis to reach the basilar artery (ba), where a balloon was used for dilation. Subsequently, preparation was made to implant the subject stent. The subject stent was guided into the microcatheter, and the stent introducer sheath was connected to the microcatheter. The stent delivery wire was slowly advanced, and the subject stent successfully entered the microcatheter. The operator continued to advance, however, the resistance increased to the point where it could no longer be pushed forward. The subject stent was then withdrawn, and the stent delivery wire was smoothly withdrawn from the microcatheter. However, the physician observed that the tip of the delivery wire had no subject stent attached, indicating that the stent had might already been deployed within the microcatheter. The microcatheter was re-examined with a guidewire to determine if any stent remained inside, and it was found that the guidewire could not be advanced through the distal end of the microcatheter. The operator identified it as the subject stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.